Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was implanted with cement spacer mold on an unknown date due to unknown reasons. Subsequently, the patient was revised due to bone fracture. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Reported event was confirmed by review of x-rays received. The femoral component of the spacer is bent 90 degrees at the proximal diaphysis where there is a comminuted fracture present. Visual inspection of the spacer identified the stem was bent at the proximal portion. A part and lot information of the stem could not be retrieved as it covered with harden bone cement. There is a small section of the stem that can be seen and there are scuff or impact marks on each side of the stem. The hardened bone cement has fractured off at the middle of the stem. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.